Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor errors alarm and buttons stopped working also they had to reset insulin pump. The customer blood glucose level was unknown. Customer stated insulin pump had random and unexplained no delivery alarms also battery error alarm. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. No button error alarm during testing. However, corrosion was found at the keypad traces. Unable to perform operating currents, self test the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery and self test or verify no excessive no delivery/occlusion alarm, motor error alarm and failed battery alarm due to no button response. The motor was tested outside of the device and passed.